Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Lubrication was added between the flush valve axis and bearing.

Event description:
The hospital reported that, during the preoperative checkout, the oxygen flush button was noted to be stuck open. There was no report of patient involvement.